Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. Although a device eval was not performed, the customer's reported complaint of the fiber burning and breaking inside the pt is confirmed based on the info provided by the customer. The root cause for the reported complaint description is user error due to the physician utilizing a 55cm laser fiber with an 80cm sheath. A review of the incoming lot history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specs. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2015, a male pt of unk age presented for an endovenous laser procedure. At the start of the procedure, the treating physician placed an 80cm laser fiber and 80cm sheath, but then realized the fiber was expired. The physician withdrew the 80cm fiber, set it aside and opened a 55cm laser fiber kit to complete the procedure. Leaving the 80cm sheath in place inside of the pt, the physician inserted and fired the 55cm laser fiber, causing the end of 80cm sheath to burn off inside of the pt during pullback. The pt was sent to the ER where the remaining segment of the sheath was successfully removed via out down. The pt was released the same day with no report of permanent harm or injury. The reported disposable device is not available for return to the MFR for eval as it was disposed of by the user.